Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). PMA 510(k): - the product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the cement cured faster than expected. No further information is available at this time.

Event description:
It was reported that the cement cured faster than expected. The optigun rod has pushed the plastic plunger in the optipac, twisting it. The optigun rod has come in contact with the cement, and the cement has cured.the surgery was completed with another device. The cement storage temperature was 20°c and the operating room temperature was 21°c. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information reserve sample from the same lot was evaluated and the reported event was confirmed. Testing was performed under standardized conditions and the sample tested showed a slightly too short polymerization time at 23°c for the cement final hardening time. The cement application phase was conform. An additional test at 19°c showed that the polymerization time was conform. As the cement must be applied during the application phase, and not during the final hardening phase, the too short polymerization time at 23°c does not have an impact on the function of the product. The review of the device manufacturing quality record indicates that (B)(4) products optipac-s 80 refobacin bone cement r, reference (B)(4) , lot number a703c05200 were manufactured on february 27, 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation in production was observed which could be linked to the event described in the complaint. No other complaint has been recorded for optipac-s 80 refobacin bone cement r, reference (B)(4), batch a703c05200 on the reported event within one year. With the available information, the exact root cause of the event could not be determined. An investigation has been performed, consisting of a documentary review and a product analysis. The documentary review showed that product was manufactured according to the pre-defined specifications of biomet france. The product analysis showed that the too short polymerization time at 23°c does not have an impact on the function of the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.